Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. This event occurred during priming phase of peritoneal dialysis therapy. The home patient (hp) stated that "there was a leak and it was pouring from the machine". The hp also stated that they lost two solution bags and two drain bags. There was no patient injury or medical intervention associated with this event. No additional information was available.